Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and a non-boston scientific left ventricular (lv) lead exhibited fluctuating impedance measurements of greater than 2000 ohms. The lv lead had previously been programmed off due to the fluctuating impedance measurements. The lv lead was programmed back on and the patient felt better. No adverse patient effects were reported. The device remains in service.